Manufacturer narrative:
Zimvie complaint number (B)(4). . Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor reported that insertion driver cannot be tightened and implant at tooth site 35 cannot be placed. Procedure was completed with another implant of the same size. Doctor confirmed by email that driver was replaced for a new one.